Event description:
A bladder neck suspension procedure was peformed without incident. A few months post procedure, the patient returned with acute pain. A CT scan performed revealed a thickness between the pelvic bone and bladder. Attempts to drain the area were unsuccessful. No further treatment was undertaken. No further details are available. The device remains implanted in the patient. Therefore, no failure analysis was available.no further details are available. Therefore, co. Is unable to determine the cause for this event.